Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("genital bleeding") in an adult female patient who had essure (batch no. 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), kidney infection ("kidney infection"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have ovarian neoplasm ("multiple tumors in and on uterus and ovary"), uterine neoplasm ("multiple tumors in and on uterus and ovary") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube), hysterectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, kidney infection, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, ovarian cyst, uterine leiomyoma, alopecia and vulvovaginal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, ovarian cyst, ovarian neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-may-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("genital bleeding") in an adult female patient who had essure (batch no. 50715772) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena from 2008 to 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), kidney infection ("kidney infection"), urinary tract disorder ("urinary problem"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), ovarian cyst ("ovarian cysts"), alopecia ("hair loss"), abdominal pain ("abdominal pain") and vulvovaginal pain ("vaginal pain") and was found to have ovarian neoplasm ("multiple tumors in and on uterus and ovary"), uterine neoplasm ("multiple tumors in and on uterus and ovary") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (ablation and salpingectomy (one side removal of fallopian tube), hysterectomy, oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, cystitis, urinary tract infection, kidney infection, urinary tract disorder, bladder disorder, migraine, headache, nausea, fatigue, ovarian cyst, uterine leiomyoma, alopecia and vulvovaginal pain outcome was unknown and the genital haemorrhage, dysmenorrhoea and dyspareunia had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, kidney infection, menorrhagia, migraine, nausea, ovarian cyst, ovarian neoplasm, pelvic pain, urinary tract disorder, urinary tract infection, uterine leiomyoma, uterine neoplasm, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 2-may-2019: plaintiff fact sheet:- events abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: bladder/uti/kidney, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: multiple tumors in and on uterus and ovary, pain, fatigue, ovarian cysts / fibroids, hair loss and lot number were added. Event injury was deleted and case category was changed from device other event to incident. Vaginal with intercourse split and code. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.